Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) and high thresholds. It was also noted that ventricular tachycardia (vt) was triggered. This device remains in service. No adverse patient effects were reported. The boston scientific representative was contacted for additional information on this device.